Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer requested device support. The device was not in use on a patient.

Manufacturer narrative:
The customer did not request device evaluation. The customer asked to place a no engineer maintenance only (nemo) order for a processor pca. There was no allegation of malfunction; this was a parts order.